Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 59-year-old male patient was implanted with an impella cp for mechanical circulatory support. Placement of the impella was checked via echocardiogram indicating the pigtail was close to the mitral valve. The impella was repositioned. While on support, the patient experienced septic shock that was resolved.